Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope had air/water leakage and liquid ingress. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were confirmed. Due to a pinhole on the bending section cover, water tightness was lost. Due to damage on the bending section cover, insulation resistance value at distal end did not meet the standard value. The forceps channel port had corrosion. There was corrosion around l-arm. The grip and distal end were shaved. The switch box had a dent. The connecting tube had a buckling. The adhesive around objective lens had wear. The electrical connector was deformed. The up/down/right/left knobs had a scratch. The plastic distal end cover had a chip, and light guide lens had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the manufacturing date for the device.

Event description:
Additional information was received from the reporter. The issue was detected after a procedure during manual reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing, or likely device handling. The event can be detected by following the instructions for use (IFU) which state: ¿IFU (reprocessing manual) states that patients or operators who use device for next procedure may be in danger of being infected in case insufficient reprocessing was conducted on device.¿ ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.